Manufacturer narrative:
No product sample was available for investigation. A device history record (DHR) review revealed that no issues or discrepancies were found which could potentially relate to this complaint. The customer complaint cannot be confirmed due to the lack of product sample. No corrective actions taken at this time. The manufacturer will continue to monitor and trend relating complaints.

Event description:
The event is reported as: alleged issue: capio was loaded using capio suture, fired through ligament, when the capio was pulled out of the pt the suture did not follow, upon inspection the needle head of the suture was caught inside the capio (inside the 3 capture slots) but the material part of the suture had detached from the needle head of the suture. No reported pt injuries.